Event description:
It was reported that a small gradual decrease in lead impedance was observed. The lead x-ray was scheduled in (B)(6). The patient will be monitored.

Event description:
New information notes that no visible lead damage was observed on x-ray.